Manufacturer narrative:
The item has not been returned. All of the available information will be forwarded for analysis to the manufacturer.

Event description:
In 2006, during a laparoscopic cholescystectomy, a surgeon was shocked while using a pm950r. The instrument arched. The patient and doctor were not harmed or burned. They had another instrument to use. Surgery was not prolonged as a result of the incident. The instrument was not segregated for evaluation.